Manufacturer narrative:
Additional information: h6, h10. Device analysis: one smiths medical cadd cassette reservoir was returned for analysis in unused condition. Visual inspection was performed under normal conditions of illumination. The sample was tested using a cadd legacy plus in order any anomalies that could affect the product functionality, and no anomalies were found, the test passed successfully. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, cassette leakage was noticed. No reported adverse effects.